Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc conducted a survey based on the content of the proposal and the attached photo. Omsc confirmed that the probe was removed from the attached photo to the complaint information by (B)(6). It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with a similar structure or similar device is unnecessary. The manufacturing record was reviewed and found no irregularities. The exact cause of the event couldn't be exclusively identified. However, based on a past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of the grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> during output in seal & cut mode, the probe came in contact with hard tissue, metal, or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. <contact with a non-insulated area of grasping section> the distal end of the tissue pad was worn away because the ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During the total gastrectomy, the subject device was used. When the device was activated about two or three times, the probe tip was broken out inside of the patient body. As the broken tip could be found out visually, the user could take it out immediately from the patient body. The procedure was terminated with a replacement of the same set of equipment. There was no patient injury reported.